Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and helped the customer reset the pump, ensuring the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any issues recurred.